Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: abbott analyzed the returned device and the shaft separation was able to be confirmed. The separated portion, including the balloon, was not returned. A review of the complaint handling database found one similar incident for difficult to remove the protective sheath from this lot. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the occurrence to be potentially related to a manufacturing issue. Continued assessment of this issue per site operating procedures is being performed; corrective and preventive actions will be addressed per quality system protocol.

Event description:
It was reported that during preparation of the 3.5x8 mm nc trek, the protective sheath was found to be stuck to the balloon. The technician pulled on the sheath and continued to pull until the balloon and the distal shaft separated. The procedure was completed with another same size balloon. Since there was no patient involvement with the reported device, there were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.